Event description:
It was reported that the ventricular lead exhibited greater than 2500 ohms impedance though it appeared to be capturing appropriately. Lead fracture was suspected. The patient was asymptomatic.

Manufacturer narrative:
Na